Event description:
Patient-self tester reports inconsistent results with the protime microcagulation system. On (B)(6) 2013, protime generated 5.2 inr and a repeated test result was 2.4 inr. Pt's therapeutic range: 2.5 - 3.5 inr. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Method: no ncmrs identified for this instrument. During communication with the pt, itc's clinical escalation specialist identified that the pt was not allowing the test cuvettes (single-use disposable) to adequately equilibrate to room temperature from refrigerated storage before running the test as per product labeling. Itc's follow-up communication with the pt confirmed that her last protime result was within her therapeutic range and she is satisfied with the performance of her protime sys.